Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. It was noted the patient had an existing pericardial effusion due to a previous tricuspid valvuloplasty. During the procedure, it was noted that the atrial lp exhibited high capture thresholds. Post implant, it was noted that the patient experienced shortness of breath and the effusion worsened. No perforation was noted. No further intervention was performed. The patient was stable.

Event description:
New information received indicates the effusion was treated with medication.